Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have burn mark and a small piece of plastic on one side was found to be detached from right side at the jaw. There was no report of patient involvement. Intuitive followed up with the initial reporter and obtained the following additional information. It is during the treatment that it is discovered. It was discovered during cleaning in the sterilization center. Site does not know if fragments have fallen into the patient. No arcing has been noticed during the procedure. No patient injury has been reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.